Event description:
It was reported by patient that set fell off prematurely and identified sweating and warm weather as the cause of the adhesion issue, the devices did not remain adhered to the skin for the intended wear duration on (b)(6) 2026.

Manufacturer narrative:
Initial 4 of 5.E1: Name: (b)(6)Country: United States of AmericaAddress ¿ Line 1: (b)(6) Based on the available information, this event is deemed to be a reportable malfunction Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545